Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was having difficulty engaging the setscrew with the supplied screwdriver and possibly backed out the setscrew completely and consequently misplaced/lost the setscrew on or near the sterile field. Since no replacement setscrews were available the ICD (implantable cardioverter defibrillator) was not used and a new ICD was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.